Manufacturer narrative:
Investigation results: summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through CAPA #295453. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA #(B)(4) to identify the potential root cause(s).

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilling during use. There was no report of exposure, serious injury or medical intervention.